Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in an unspecified coronary artery. The 2.5 x 12 mm mini vision stent delivery system (sds) was inserted through the copilot bleedback control valve and advanced without resistance to the target lesion. At the target lesion the stent could not be seen; therefore, the sds was withdrawn from the patient anatomy. It was then noted that the stent had dislodged and was inside the copilot. There was no resistance noted during insertion with the copilot. A new 2.5 x 12 mm mini vision was used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.